Event description:
A customer reported that a system component (v510b transducer) was unable to be advanced or extracted from a patient's esophagus during a cardiology exam. The component was ultimately removed from the patient, who then underwent additional examination with no pathology anomalies discovered.